Event description:
Additional information was received indicating this device was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), and another manufacturer's device, received multiple inappropriate shocks for sinus tachycardia which resulted in therapy exhaustion. High out of range pacing impedance measurements were also observed. Oversensed noise was also noted on the right ventricular (rv) channel, however did not correspond to the recent episode. Sensing and threshold measurements were found to be acceptable. Detection enhancements were reprogrammed to mitigate inappropriate therapy. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.